Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation. Without a lot number the device history records review or a service and repair records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tip of the 2.4mm stardrive screwdriver shaft broke. There was no report of the issue occurring during a surgical procedure; however, it is unknown when the reported issue occurred. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Service history review: part 314.451, lot 7951614: no service history review can be performed as this is a lot controlled item. The manufacture date of this item is july 31, 2012. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. Manufacturing location: (B)(4). Manufacturing date: july 27, 2012. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was completed: it was reported that a 2.4mm stardrive screwdriver shaft broke off in the handle with mini quick coupling. No information regarding patient or surgical involvement was reported. The devices were sent to service and repair where the complaint condition was able to be confirmed but the instrument was unable to be repaired. Based on photographs the complaint handling unit was able to confirm the complaint condition as the proximal end of the screwdriver shaft was confirmed to be lodged in the quick coupling. No definitive root cause was able to be determined as method of use at time of failure was not reported. The 2.4mm stardrive screwdriver shaft is a component of the screw removal set which is used in revision procedures across all systems. The retrieved screwdriver shaft was measured at 39.24mm; therefore approximately 2.5mm of the screwdriver shaft remain lodged in the handle¿s coupling. No definitive root cause was able to be determined as method of use at time of failure was not reported. Relevant drawings for the returned instruments were reviewed. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.